Event description:
It was reported that patient presented to clinic for follow up, the pacemaker (pm) was in backup vvi mode due to firmware update. The pacemaker firmware was restored successfully. The pacemaker will be monitored. The patient was stable throughout.